Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient had inaccurate cgm values 3 days after the sensor was inserted in the abdomen. On (B)(6) 2023, upon waking up for the day, the patient experienced nausea, vomiting, and was diaphoretic. The patient does not recall what the cgm or bg meter values were during this event. The patient¿s fiancé called an ambulance, and the patient was taken to the emergency room (ER). The patient stated she was ¿almost in diabetic ketoacidosis.¿ she was treated in the ER with ativan and zofran medications. The patient was in good condition at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.